Manufacturer narrative:
Conclusion: there was no pt involvement or injury in this incident. As the reported fault was not reproducible and there was no evidence of component failure, based on testing conducted by plasma surgical ltd in january 2007, the company concludes that this was likely to be a user error (inadvertent depression of the activation switch) causing the argon plasma beam to activate when the handpiece was close to combustible material. Warning systems were all functional at the time of test and review of labeling confirms this risk is already addressed.

Event description:
The plasmajet system was prepared for use in a case and the handpiece placed on an instrument tray. After about 10 to 15 minutes, the handpiece argon beam triggered and burned the drape and melted the handpiece tubing facing the plasma beam. Water started leaking from the handpiece tubing. The handpiece had not been used at this point in the case. The handpiece was replaced with another disposable handpiece and using the original plasmajet console, worked without fault.